Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system (sn: (B)(4)) was displaying error message mid: 09 (air trap assembly) when being used in animal studies. The error message was not clearable. No patient involvement was reported.